Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the bleeding controlled? Did the patient receive a blood transfusion? On what tissue type was the device used? At what location on the tissue? Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? On which firing(s) did this event occur (1st, 2nd, 12th, etc)? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure?

Event description:
It was reported that the surgeon was performing a laparoscopic assisted right hemicolectomy. We first opened the device that came preloaded with a blue load. We took the blue load out and put in a white vascular reload. After first squeezing and holding the first handle, the surgeon fired the mechanism. Then he released. As he released, the reload fell out of the device and into the patient. It had not stapled, but it had cut resulting in a 250 ml blood loss. This reload was put in our sharps container after surgery was done. We then gave him a device loaded with white vascular reload. This one did not fire 100% of the staples. We then gave him a 35 ml which fired with no problem and resolved the issue.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle. Additional information was requested and the following was obtained: how was the bleeding controlled? They fired an ats35. Did the patient receive a blood transfusion? The patient did not receive a blood. Transfusion in the or. The rep followed up with the account and they do not think that. The patient received a blood transfusion once in recovery. There is no further information available about the procedure. On what tissue type was the device used? At what location on the tissue? Bowel (mesentery and ileocolic vessels). Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unk. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. What other color cartridges were used before and after this event? The ats45 flex was preloaded with blue. They removed blue and loaded a white which cut and did not staple. They then used a straight ats45 that was preloaded with blue. They removed blue and loaded a white which did not fully deploy the staples. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Higher closing force. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. The analysis results found that the tsw35 device was received instead of an ats45. The device was in good visual condition and with a reload in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, no anomalies were noted with the internal components. The event could not be confirmed as the device closed and opened as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.